Manufacturer narrative:
This report is submitted on march 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (B)(6) 2016 (specific date not reported). The patient was treated with oral and topical antibiotics.